Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that several patients developed skin damages or pressure sores/ulcers at their fingers during or after the application of spo2 finger probe sensors.

Manufacturer narrative:
The suspected sensors have been returned for investigation. The visual inspection revealed no mechanical damages but the overall appearance suggests that the sensors had not been cleaned properly for a certain period. Some samples were randomly chosen for a temperature test; the maximum temperature was measured to 37°c which is well below the threshold of 41°c laid down in the applicable standard iso80601-2-61. Irritation or sensitization effects can rather be excluded since the used material was tested according iso10993 during the design stage and compliance was verified. No deviation from specification was found during evaluation of the complaint material. The fact that this is the only complaint of that nature since market launch of the product in 2013 reasonably suggests that the reported events are rather related to application conditions than to the product itself. Its in the nature of things that an spo2 finger probe applies a certain pressure to the patient's finger to avoid easy disconnection. Hence, it must be part of clinical practice that the area of application needs to be inspected regularly every few hours to avoid changes in dermal condition, tissue malnutrition etc. Special patient condition like edema or low perfusion may require a more frequent change in measuring site i.e. Reapplication to a different finger. Finally, the reprocessing recommendations of the manufacturer shall be followed since poor hygienic condition or the use of unapproved cleaning and disinfection chemicals may contribute to pressure ulcers like reported in the particular case.

Event description:
Please refer to initial MFR. Report #9611500-2018-00017.